Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out the pump supplies multiple times. Customer's blood glucose was 539 mg/dl and an insulin injection was administered to address bg. While resetting the pump a cartridge alarm (alarm 22) occurred as the wake button was stuck. After resetting the pump, the wake button was working properly.